Event description:
It was reported when the device was used in a laparoscopic bowel resection, it did not fire appropriately. All of the staples did not engage. The physician completed the case by hand sewing the anastamosis. There was no pt consequence.